Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. There were no kinks or angulation noticed in the delivery system. During the first attempt to deploy the device in the patient body, it deployed in a cobra deformation shape. The device was never released from the delivery cable while inside the patient. The device was placed in hot saline but did not revert back to its usual shape. A 20mm amplatzer septal occluder (8392162) was then successfully implanted. There was no clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was discharged 24 hours after the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. One image from field appeared to show an distal disc of occluder device deformed in cobra shape when deployed through loader. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.